Event description:
It was reported that during placement of the device in the patient's left radial artery, the tip of the spring wire guide separated and remained in the artery. An x-ray was taken and verified that the piece of guide wire was in the artery. There are no plans to remove it at this time. There were no additional complications.